Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: circular ablation circ loop catheter (model# d-1322-14-si lot# 16109080la). (B)(4). On (B)(6) 2016, more than one year post-procedure, the patient suffered a severe cerebrovascular accident, which required medication. Patient outcome is improved. Principal investigator assessed this event as not device-related and not procedure-related. This event is not MDR reportable since it occurred more than one year after the procedure and it was not related to the study device or the procedure.

Event description:
This is part of the (B)(6) clinical study. It was reported that a (B)(6) female patient underwent an ablation procedure for symptomatic atrial fibrillation with a navistar&#10245;electrophysiology catheter. Medical history includes: hypertension, left ventricular hypertrophy, premature ventricular contractions, and myocardial infarction (2013). During the procedure, the patient suffered moderate hypotension, which required a transthoracic echocardiogram to rule out pericardial effusion. Patient did not require extended hospitalization as a result of this event. Issue was resolved without sequelae. Principal investigator assessed this event as not device-related and definitely procedure-related. In addition, during the same procedure, the patient suffered mildly abnormal electrolytes (magnesium, calcium, potassium), which required medication. Issue was resolved without sequelae. Principal investigator assessed this event as not device-related and definitely procedure-related. On post-procedure day #1, the patient suffered moderate bleeding complications, which required manual pressure at the right groin vascular access site and required the patient to lay flat for one hour. Patient required extended hospitalization as a result of this event. Issue was resolved without sequelae. Principal investigator assessed this event as not device-related and definitely procedure-related. On post-procedure day #5, the patient suffered a mild vascular pseudoaneurysm, which required a thrombin injection. Patient required hospitalization (but not extended) as a result of this adverse event. Issue was resolved without sequelae. Principal investigator assessed this event as life-threatening, not device-related, and definitely procedure-related.